Event description:
The patient was on a ventilator post op from a ventral hernia repair and treatment of a wound infection. She was a known difficult intubation and the decision had been made previously to leave the patient intubated post op for a few days. The patient had several comorbidities including morbid obesity and pneumonia. The patient self-extubated and the decision was made to perform a trach at the bedside. The patient was in a bariatric bed leased to the hospital by sizewise leasing. The head of the electric bed could not be lowered to perform the trach - the controls did not respond. There was no manual crank attached to the bed. The patient had to be moved to a different bed in order to perform the trach. Following the trach insertion, the patient was taken to the or for positioning and sizing of the trach. The patient was returned to the ICU where she remained stable for 4 days until developing respiratory distress when an air leak developed around the trach. Due to the patient's body habitus, the decision was made to exchange the trach tube for an et tube that was longer to be placed into the trach stoma. During that procedure the patient coded and died. Manufacturer response (as per reporter) for bariatric bed, unknownthe bed was picked up by the company on the day of the event and soon after the company was notified. The district manager of sizewise was called to obtain an update on what the company had determined as the cause of the failure of the bed to function correctly. He referred the call to his corporate general counsel. We requested the maintenance, service and repair records for the bed in addition to the report of their findings on this current issue. To date nothing has been received. The bed was leased from sizewise apparently for another patient but somehow was utilized for this patient without having been returned to sizewise. We do not have the serial or model numbers or the specific model of the bed. At this point we cannot say with certainty who manufactured the bed.